Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 407 mg/dl at time of incident and took 1.9 units insulin and blood glucose level was 255 mg/dl. The customer was assisted with troubleshooting. Customer states auto mode feature was not active. The insulin pump will not be returned for analysis.